Manufacturer narrative:
Findings: unit received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Unit received with scratched lcd window. Unit received with cracked battery tube threads. Unit received with loose / flush drive support disk. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error after being exposed to moisture. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.